Event description:
The customer initially reported that the grounding pad was discolored. The pad was not used. Initial eval of the incident sample found it degraded without continuity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device eval is complete, a follow-up report will be submitted.